Manufacturer narrative:
Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva high power single-use laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the body of the laser fiber broke into two pieces. The procedure was completed with another flexiva high power single-use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The laser fiber was broken into two pieces. The laser fiber body was fractured 140cm from the proximal end of connector and 175cm from the distal tip. The condition of the returned device confirmed the reported event of fiber broken. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a flexiva high power single-use laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the body of the laser fiber broke into two pieces. The procedure was completed with another flexiva high power single-use laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.